Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure inserted and experienced device migration (seen as device dislocation) and fallopian tube perforation. It was reported she had her essure coils removed, however, a hysterectomy was necessary as bleeding would not stop because essure perforated fallopian tube / excessive bleeding (genital haemorrhage). All events are anticipated in the reference safety information for essure. The exact mechanism and date of device migration and fallopian tube perforation are not known, however, considering the nature of events, they were considered related to essure. Genital bleeding may occur during essure therapy. Considering the temporal relationship and the lack of plausible alternative explanation, causality between this event and essure use cannot be excluded. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), genital haemorrhage ("bleeding would not stop because essure perforated fallopian tube / excessive bleeding") and device dislocation ("migration") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), uterine prolapse ("prolapsed uterus") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2013), surgery (hysterectomy in (B)(6) 2013) and surgery (removed one of essure coils on (B)(6) 2013 and removed the other coil on (B)(6) 2013). At the time of the report, the fallopian tube perforation, genital haemorrhage, device dislocation, uterine prolapse and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, device dislocation, uterine prolapse and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was bilateral satisfactory placement / full occlusion. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure inserted and experienced device migration (seen as device dislocation) and fallopian tube perforation. It was reported she had her essure coils removed, however, a hysterectomy was necessary as bleeding would not stop because essure perforated fallopian tube / excessive bleeding (genital haemorrhage). All events are anticipated in the reference safety information for essure. The exact mechanism and date of device migration and fallopian tube perforation are not known, however, considering the nature of events, they were considered related to essure. Genital bleeding may occur during essure therapy. Considering the temporal relationship and the lack of plausible alternative explanation, causality between this event and essure use cannot be excluded. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration / migration of essure / device: embedded in my uterus"), uterine perforation ("perforation (uterus) / migration of essure device- location of device : uterus"), genital haemorrhage ("bleeding would not stop because essure perforated fallopian tube / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Previously administered products included for an unreported indication: ortho-cept pills from 2000 to 2004. Concurrent conditions included obesity, ovarian cyst and endometriosis. Concomitant products included ibuprofen (motrin) from march 2009 to december 2012, multivitamin from november 2011 to january 2013, omeprazole from november 2012 to january 2013 and tramadol from november 2012 to january 2013. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced weight increased ("weight gain/loss: weight gain"). In 2012, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and back pain ("lower back pain"). The patient was treated with surgery (removed one of essure coils on (B)(6) 2013 and removed the other coil on (B)(6) 2013, hysterectomy), surgery (removed one of essure coils on (B)(6) 2013 and removed the other coil on (B)(6) 2013, hysterectomy), surgery (hysterectomy in (B)(6) 2013, ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the uterine perforation, genital haemorrhage, uterine prolapse, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, migraine, headache, mental disorder, vaginal discharge, weight increased, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. Essure inserted left tubal ostia, 2 coils visible. Same performed on right, 11 coils visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: bilateral satisfactory placement / full occlusion. Ultrasound scan - on (B)(6) 2010: pelvic pain and simple right ovarian cyst on (B)(6) 2012, pathology diagnosis: essure clamp, left uterine side wall: gross examination only. Endometrium curettage: hemorrhagic proliferative endometrium with stromal breakdown. Gross description: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. On (B)(6) 2013, pathology diagnosis: uterus, resection: cervix: no significant pathologic alteration. Endometrium: predominantly stratum basalis with degenerative changes and acute inflammation. Myometrium: no significant pathologic alteration concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received, product information updated, event added :- psychological or psychiatric problems condition: depression and mental anguish, abdominal pain, lower back pain. Event outcome for event (pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia updated from unknown to recovering/resolving, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration / migration of essure / device: embedded in my uterus"), uterine perforation ("perforation (uterus) / migration of essure device- location of device : uterus"), genital haemorrhage ("bleeding would not stop because essure perforated fallopian tube / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. On (B)(6) 2012, pathology diagnosis: essure clamp, left uterine side wall: gross examination only. Endometrium curettage: hemorrhagic proliferative endometrium with stromal breakdown. Gross description: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. On (B)(6) 2013, pathology diagnosis: uterus, resection: cervix: no significant pathologic alteration. Endometrium: predominantly stratum basalis with degenerative changes and acute inflammation. Myometrium: no significant pathologic alteration. Previously administered products included for an unreported indication: ortho-cept pills from 2000 to 2004. Concurrent conditions included obesity, ovarian cyst and endometriosis. Concomitant products included ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2012, multivitamin from (B)(6) 2011 to (B)(6) 2013, omeprazole from (B)(6) 2012 to (B)(6) 2013 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss: weight gain"). In 2012, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy in (B)(6) 2013, and removed one of essure coils on (B)(6) 2013 and removed the other coil on (B)(6) 2013). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the uterine perforation, genital haemorrhage, uterine prolapse, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, migraine, headache, mental disorder, vaginal discharge, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. Essure inserted left tubal ostia, 2 coils visible. Same performed on right, 11 coils visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: bilateral satisfactory placement / full occlusion; on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010: results: pelvic pain and simple right ovarian cyst. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Onset date of lower back pain, psychological or psychiatric problems condition: depression and psychological or psychiatric problems condition: mental anguish were added. Event outcome added for the event: lower back pain. Reporter information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration / migration of essure / device: embedded in my uterus'), uterine perforation ('perforation (uterus) / migration of essure device- location of device : uterus'), genital haemorrhage ('bleeding would not stop because essure perforated fallopian tube / excessive bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. *on (B)(6)2012, pathology diagnosis: essure clamp, left uterine side wall: gross examination only. Endometrium curettage: hemorrhagic proliferative endometrium with stromal breakdown. Gross description: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. On (B)(6)2013, pathology diagnosis: uterus, resection: cervix: no significant pathologic alteration. Endometrium: predominantly stratum basalis with degenerative changes and acute inflammation. Myometrium: no significant pathologic alteration. Previously administered products included for an unreported indication: ortho-cept pills from 2000 to 2004. Concurrent conditions included obesity, ovarian cyst and endometriosis. Concomitant products included from (B)(6)2009 to (B)(6)2012, omeprazole from november 2012 to (B)(6)2013, tramadol from november 2012 to (B)(6)2013 and vitamins nos (multivitamin) from (B)(6)2011 to (B)(6)2013. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced back pain ("lower back pain"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient was found to have weight increased ("weight gain/loss: weight gain"). In 2012, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy in (B)(6)2013, ablation and removed one of essure coils on (B)(6)2013 and removed the other coil on (B)(6)2013, hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, dyspareunia and back pain was resolving, the uterine perforation, genital haemorrhage, uterine prolapse, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, migraine, headache, mental disorder, vaginal discharge, weight increased, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. Essure inserted left tubal ostia, 2 coils visible. Same performed on right, 11 coils visible plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: results: bilateral satisfactory placement / full occlusion; on (B)(6)2009: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2010: results: pelvic pain and simple right ovarian cyst. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome for previously reported events vaginal haemorrhage, menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration / migration of essure / device: embedded in my uterus"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("bleeding would not stop because essure perforated fallopian tube / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included obesity, ovarian cyst and endometriosis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2012, 3 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/loss: weight gain"). The patient was treated with surgery (removed one of essure coils on (B)(6) 2013 and removed the other coil on (B)(6) 2013, hysterectomy), surgery (hysterectomy in dec-2013, ablation) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine prolapse, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, headache, mental disorder, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. Essure inserted left tubal ostia, 2 coils visible. Same performed on right, 11 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in february 2009: bilateral satisfactory placement / full occlusion. Ultrasound scan - on (B)(6) 2010: pelvic pain and simple right ovarian cyst on (B)(6) 2012, pathology diagnosis: essure clamp, left uterine side wall: gross examination only. Endometrium curettage: hemorrhagic proliferative endometrium with stromal breakdown. Gross description: pieces/measurement: 3-0.3 x 0.1 x 0.1cm. Up to 3.9 x 0.1 x less than 0.1cm. Circular metal. On (B)(6) 2013, pathology diagnosis: uterus, resection: cervix: no significant pathologic alteration. Endometrium: predominantly stratum basalis with degenerative changes and acute inflammation. Myometrium: no significant pathologic alteration. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, migraines/headaches, psychological or psychiatric problems, vaginal discharge, weight gain/loss: weight gain. Concomitant disease were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.